Manufacturer narrative:
An event of poor connection with occluder device was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. The defect being treated was confirmed to be an atrial septal defect. It was noted that during the preparation outside the body, the occluder transformed into a cobra head. It is reported that the occluder did not make contact with the patient. There was no contact with the intracardiac tissue during deployment or no bend or kink was observed in the delivery sheath. It is noted that deformed device was retrieved before it was released from the delivery cable and there was no harm to the patient. A new replacement 18mm amplatzer septal occluder was chosen for implant and persisted a poor connection with the initially used delivery cable, therefore a new 9f amplatzer trevisio intravascular delivery system was used to complete the procedure. It was reported that there was no harm to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. The defect being treated was confirmed to be an atrial septal defect. It was noted that during the preparation outside the body, the occluder transformed into a cobra head. It is reported that the delivery system and the occluder made contact with the patient there was no contact with the intracardiac tissue during deployment or no bend or kink was observed in the delivery sheath. It is noted that deformed device was retrieved before it was released from the delivery cable and there was no harm to the patient. A new replacement 18mm amplatzer septal occluder with 9f amplatzer trevisio intravascular delivery system was used to complete the procedure. It was reported that there was no harm to the patient.